Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found the sensor broken. The broken part was still attached to the sensor tubing. It could not be confirmed if the customer received the sensor in damaged condition due to the customer returning an opened/used product.

Event description:
The customer reported via phone call that his sensor kept alerting with sensor error. The patient's blood glucose at the time of incident was 101 mg/dl. Troubleshooting was initiated for the sensor error. The test plug procedure occurred and the sensor passed. There was no damage to the transmitter bridge or pins either. The sensor appeared to be inserted properly as well. The sensor was returned for analysis and a replacement sensor was shipped to the customer.